Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02851. It was reported the patient feels a jolting sensation whenever he changes positions or coughs. He alleged the issue has occurred since implant regardless of the program used, and it is most noticeable at the ipg site. X-rays and diagnostic testing revealed no anomalies. It was reported the physician was aware of the issue, and no intervention will be taken at this time.

Manufacturer narrative:
(B)(4):1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.